Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture "and flaking apart inside" and "experienced constant sharp breast pain, uncomfortable rubbing sensations when jogging, numbness of skin between nipple and incision" as well as silicone migration. The device has been explanted.